Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump received no delivery alarm as well as bent cannula. The customer's blood glucose was 180 mg/dl. The customer states keeps having bent cannulas with no delivery alarms. The customer states get sick when he has bent cannulas, results in high blood glucose and vomiting. Diabetic ketoacidosis before starting on the pump. Customer bolus for high blood glucose the customer states does not want to troubleshoot at this time the customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.